Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that it seemed like it was taking forever to charge the implantable neurostimulator (ins). The patient never let the ins get below ¼ charge. The patient charged for 3 hours last night and a couple hours this morning and the ins was only at ½. The patient would get 6 coupling boxes but it would go down to 0 while the patient wouldn¿t move. However, the patient stated they had 6 the whole time. The patient would get the antenna too hot message 3-4 times during the charging session which made them have to stop and charge longer. No patient symptoms were reported and the ins was indicated for failed back surgery syndrome. Additional information was received from the patient. The patient had poor coupling and it was taking too long to charge. When the patient started a recharge session she could get six to eight coupling bars briefly but could not maintain it. The patient reported that sticky patches didn¿t help. The patient could get six to eight bars when leaning forward in her easy chair but lost the connection when leaning back. It was reported that the ins was tilted. In the year prior to 2016 (B)(6), especially in the prior six months, the patient had gained a significant amount of weight. The top portion on the recharger seemed to be protruding more than the bottom. The patient originally stated that the poor coupling was on and off for about a month as of 2016 (B)(6) then later stated about six months. The patient declined a replacement recharger antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.